Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 68 or 69-years old female patient, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll germany for evaluation. Device and battery logs were reviewed. No anomalies or error codes were identified that would indicate a device malfunction. Logs from (B)(6) 2025 show six successful power-on events using both ac and battery power. Although a long beep during power-on is typically associated with a fully depleted battery, review of the returned battery logs did not indicate a depleted condition; however, it is unknown whether the returned battery was the battery used during the reported event. Functional and stress testing were completed with passing results, and the reported condition could not be duplicated. Because the device does not generate logs until it has fully powered on, the reported issue cannot be confirmed or refuted. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.